Manufacturer narrative:
(B)(4). It was reported that the patient underwent a spontaneous vaginal delivery on (B)(6) 2015. The patient experienced second degree perineal, right periurethral and left sulcal and periurethral laceration. On (B)(6) 2015 the patient experienced a right labia hematoma and underwent laceration repair. The patient experienced wound dehiscence.

Event description:
It was reported that a patient underwent an episiotomy in (B)(6) 2015 and suture was used. Postoperatively, the patient developed an infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.